Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the device manufacturer date. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reported that presumed power switch issue is a known phenomenon. The instrument history was reviewed for the subject device and showed the device was purchased november 13, 2013 and had not been returned for service/repair since the date of purchase. Detailed information was requested, but further information could not be obtained. In addition, since the product was not returned, the root cause could not be identified. Therefore, the presumed cause is described based on the current information." The ""presumptive cause"" is as follows: failure of power supply switch. From the date of delivery november 13, 2013, it is presumed that the power switch was damaged because the operation force and the number of times the power switch was applied exceeded the assumption. It is presumed that the product was shipped before the countermeasure by the design change of the power switch. The counter measure was applied to products shipped after november 26, 2013.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. The following sections were updated: a1, d4, e4, g4, g7, h2, h6, and h10. Based on the legal manufacturer¿s investigation, the DHR was reviewed and there were no problems found during the manufacturing of the device. The device met all specifications at the time of shipment.

Manufacturer narrative:
The device was not returned to the service center for evaluation. The cause of the reported event cannot be determined.

Event description:
The service center was informed that during preparation for use, the power switch on the front of the video processor was stuck in the "off" position and the user was unable to turn the processor on. There was no report of patient involvement.